Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a cs 64 call service alarm was emitted during the rewind and load steps. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2016 with the following findings: a review of the pump black box showed a cs 064 call service alarm. During investigation, the pump was powered on and the call service alarm occurred. During testing, the rewind, load, prime sequence and 24 hour testing was attempted, however, a motor failure occurred. The pump was opened and an internal motor defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.